Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that syringe locking was failed. The product was replaced and the procedure was completed. There is no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Syringe locking failure was reported. A vfc tubing set was returned and visually inspected. No defect was found. Silicone oil was around all the components. The vfc tubing was tested on a console. The syringe was connected to the adapter. The syringe was seated in the adapter firmly and securely during injection. No detachment occurred during testing. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).